Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse found a small piece of blue plastic/debris under the lower mono peddle, preventing activation. The fse replaced the foot tray to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, on the second surgeon console the cut function with the vessel sealer could be activated, but energy delivery was not working, while on the first surgeon console both cut and energy functions were working properly. It was described that the surgeon at the second console was pressing the pedal but was not getting energy activation. The procedure was being completed as planned with no reported injury.